Event description:
A male underwent an uncomplicated coronary diagnostic procedure in 2008 in which the mynx device was used to achieve hemostasis in the right cfa. A small hematoma was noted; however, no further treatment was necessary. On the following month, the patient presented with symptoms of ischemia. A vascular ultrasound documented an embolism in the popliteal artery, which the physician assessed as potentially being caused by the mynx device. The patient underwent percutaneous embolectomy the same day, and reportedly tolerated the procedure well, and was discharged without further incident. The excised material was sent to pathology which documented "fresh blood and fibrin clot with inflammation." Three weeks later, the patient returned with complaints of right leg pain. The patient underwent a diagnostic angio on the next day, which documented an occlusion to the tibial artery, however no intervention was performed. The right cfa, which was closed with the mynx the month before, was reportedly pristine with no flow disturbance noted.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. The etiology of the embolic event is unclear with the information provided. The excised material was sent to pathology which documented "fresh blood and fibrin clot with inflammation." Based on the information provided and investigation performed there is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU. There was no procedural or pathology report suggesting an intravascular instead of extravascular deployment of sealant or any information suggestive of immediate emboli from the mynx device.